Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: it was reported that during an unknown surgery on (B)(6) 2016, the tip of a screwdriver did not hold the screws properly because of apparent wear. There was no additional medical intervention was required or patient harm. The procedure was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4): subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 29.may.2013, 314.453 / lot number 8434972. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: april 20, 2016: the type of surgery was initial distal radius plating and there were a 6 minute surgical delay. No additional information reported.

Manufacturer narrative:
Product investigation summary: the returned driver (part 314.453 / lot 8434972) was examined and the distal tip was found to be worn with each lobe deformed. No definitive root cause was able to be determined. The failure mode is consistent with wear and tear and/or rough handling. The stardrive screwdriver shaft t8 is a common trauma instrument noted in eleven system technique guides including: compact distal radius, 2.7mm/3.5mm va lcp elbow, and 2.4mm va lcp dorsal distal radius. In each system, the driver shaft can be utilized to insert screws with t8 driver recesses. The va lcp elbow technique guide states that the user should always use a torque limiting attachment when inserting locking screws under power. The returned instrument was examined and the distal tip was found to be worn with each lobe deformed the relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level and tip profile. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.